Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely contributed to the event. In this case, the edwards 11500a aortic surgical valve was implanted off-label in the pulmonary position. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted in the pulmonary position eight (8) months, underwent valve-in-valve procedure due to moderate pulmonary insufficiency. Patient had developed sob and it was noted that after six (6) months the patient had moderate pulmonary insufficiency and a 21mmhg peak gradient across the valve. Patient underwent workup for auto-immune disorders and nothing was found. Due to dvt after original implant surgery the patient was already on dual platelet therapy so physicians did not feel there was any thrombus on the valve. The patient did develop pericarditis post implant of the 25mm valve; however, that had been treated. A 26mm transcatheter valve was implanted inside the 25mm surgical valve. The implant was uncomplicated. After the patient was off the table and the angiogram was looked at it was discovered that upon deployment of the sapien 3 the valve had expanded at the hinge points of the surgical valve.

Manufacturer narrative:
H11. Corrected data: corrected g4. Initial aware date of the MDR was (B)(6) 2020. Inadvertently submitted with incorrect date.